Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified and 2.5mm in diameter right coronary artery (rca). A 2.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon 3rd to 4th inflation, the balloon ruptured at 22- 23 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material, 1mm proximal of the distal markerband, and a kink in the hypotube 4cm from the strain relief. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states not to exceed rated burst pressure. The reported information indicates the device was inflated above rbp. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified and 2.5mm in diameter right coronary artery (rca). A 2.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon 3rd to 4th inflation, the balloon ruptured at 22- 23 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.